Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 145 mg/dl (patient's meter) and 85 mg/dl (lab result). The patient felt dizziness after dinner on an unknown date. The patient treated with something sweet as her blood glucose level was low with a 102 mg/dl result. The patient visited the doctor on an unknown date who increased the glycomet 250 tablet dose by 2 times a day. The doctor also informed that they will monitor the patient's blood glucose level for one week before changing the dose.

Manufacturer narrative:
Correction - the unique identifier number was updated in section d4 based on the returned product.